Manufacturer narrative:
Permobil technical support was contacted by the end-user's mother inquiring if permobil provided alternative solutions for the footplates to accommodate the end-user. During the inquiry, the mother reported an incident having occurred where the end-user, or a caregiver, inadvertently drove the device into an un-descript object allowing the end-user's feet to collide. The collision resulted with the end-user sustaining 4 broken toes requiring medical intervention to address. The mother reported the device is equipped with aftermarket padded foot supports, but the end-user's feet are longer than the support and their toes hang over the edge leaving them exposed. The mother did not report any malfunction having occurred with the device to have contributed to this event. Permobil recommended the end-user contact their dealer/provider to re-assess and provide alternative solutions to meet the client's current needs. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report indicating the end-user, or a caregiver, having inadvertently collided into an un-descript object with the footplates of the power wheelchair resulting in a serious injury requiring medical intervention.